Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin in the cartridge and was prefilling cartridges. The customer was educated on the proper load techniques. The customer resumed insulin delivery without changing any supplies.